Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, visualization on the intra-cardiac echocardiogram showed the mapping catheter was looped on itself and not creating a full circle. The procedure was completed with cryo. Visual inspection of the mapping catheter ex vivo did not show any apparent signs of malformation of the mapping catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 219174661 was returned and analyzed. Visual inspection of the mapping catheter identified a pebax tubing kink/twist. Additionally, it was observed an electrode was bent/crushed. In conclusion, the reported mapping catheter loop shape issue was confirmed through testing. The mapping catheter failed the returned product analysis due to a loop kink and bent electrode. If information is provided in the future, a supplemental report will be issued.